Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered manual injections to address bg level. Tandem technical support educated the customer on the meaning of an incomplete alert.